Event description:
The following was reported to gore: on (B)(6) 2022, this patient underwent emergent endovascular treatment of a ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Reportedly, after pta was performed due to a chronic total occlusion in the right external iliac artery, while a microcatheter was advancing, a perforation in the right external iliac artery occurred, and two stent grafts were placed to treat the perforation. During the procedure the contralateral leg component was deployed while pushing up; however, unintentional coverage of the right internal iliac artery by the device was observed on the confirmation angiography. The procedure was completed without any further treatment. The patient tolerated the procedure. It was reported that it failed to identify the iliac artery bifurcation before the contralateral leg component was deployed.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/h2, and h3.

Manufacturer narrative:
H6: investigation conclusions: code d12: according to the gore® excluder® aaa endoprosthesis, adverse events that may occur and / or require intervention include, but are not limited to: endoprosthesis: improper component placement. H6: investigation conclusions: code d1102 changed to code d12.